Manufacturer narrative:
This MDR was submitted incorrectly under the manufacturing site of abbott laboratories, (B)(4). Refer to manufacturer report number 1628664-2019-00386.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated total bilirubin results were generated for a patient on the architect analyzer. The customer reported sid 14270828 generated an initial result of 17 mg/dl, with a retest result of 5.06 mg/dl (in house range 0.10 - 1.20 mg/dl). The customer further stated that the sample generated a result of 5.1 mg/dl on a second analyzer. No impact to patient management was reported.